Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. Patient condition was fine and monitoring will continue until scheduled follow up.